Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, an unknown device failure occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, per instructions for use - operator not trained. Evaluation summary: the device was returned for evaluation. The reported unspecified device issue could not be confirmed. The suture and link were not returned. The examination of the device did not reveal any anomaly. The plunger was examined and the anterior needle barb shows signs of being detached from the cuff. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, the operator was not trained in use of the device. The instructions for use states: federal law restricts this device to sale by or one the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.